Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited by patient anatomy, interaction with other devices or other procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a catheter shaft break occurred. While the 20mm x 2.00 mm emerge balloon catheter was being introduced to treat an unspecified target lesion, the shaft broke. It was thought that the shaft might have been kinked before introduction. The broken device was snared with difficulty, and removed. No further patient complications were reported and the patient's status is fine.